Manufacturer narrative:
The investigation is ongoing. The device was discarded.

Event description:
During a tavr procedure (inside of a pre-existing non-edwards surgical valve) using a 23mm sapien 3 ultra valve, during deployment the delivery system, the balloon ruptured when it reached full inflation with the valve looking fully expanded. Post-deployment transthoracic echocardiogram (tte) indicated that the patient's ejection fraction (ef) was low. A leaflet from a non-edwards valve had blocked the left main ostium. The end result was a fully restored blood flow into the left main and a return of heart function. The team was able to remove the delivery system through the 14 french sheath with little effort. Unfortunately, the device was discarded. Per medical opinion, the perceived root cause was due to oversizing of the valve in order to anchor the valve in place against the eggshell calcium of the surgical valve.

Manufacturer narrative:
The 23mm commander delivery system (ds) was not returned for examination. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided that showed that the balloon appeared to burst radially and longitudinally. The 3mensio indicated that there was calcification in the thv landing zone. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon burst was confirmed through the provided imagery. However, no manufacturing non-conformance was identified during the evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, the patient had a calcified freestyle root surgical valve. Additionally, 3mensio provided by the field confirmed calcification was present at the implant location. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that an additional volume of "2cc" was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, a review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.